Event description:
Rayner intraocular lenses ltd received notification from a (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The event description provided states that the surgeon observed secondary cataract (posterior capsule opacification - pco) in the post-operative period. For further information, please refer to rayner intraocular lenses limited's MDR 9611165-2014-00003.